Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the box was damaged. After opening, the sales associate noticed the adhesive was gone and the plastic was cracked.